Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142105 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced severe left side pain within the targeted pain pattern - neck, chest, and bilateral arm pain with stimulation on. It was noted that diagnostic testing such as CT and MRI scans were performed and came back came back normal. Surgical intervention was undertaken wherein the system was explanted to address this issue.